Event description:
From the call center: my husband needs his stimulator interrogated. It's been 10 years since it was placed in seattle. He's been having issues since (B)(6) & been in & out of hospital. He's in severe pain, nauseous, vomiting & disoriented. Patient needed new battery; explanted battery was disposed therefore no analysis possible.